Event description:
A malfunction alarm with code malf 12 was reported by the customer, but there were no adverse impacts on the customer's blood glucose level. Technical support assisted the customer by providing information on resetting the pump and helped them with the reset process. The customer continued to use the pump for insulin therapy.